Event description:
It was reported that during the trial procedure, patient ask the physician to stop the procedure due to pain patient experience. The patient was in stable condition.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7257205.